Event description:
The pt had two leads from the same lot number. It was reported the pt's leads had migrated into the posterior soft tissue space. X-rays were taken post migration and the report was forwarded to the physician. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.